Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The vessel sealer extend (vse) instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was returned with the power cord cut and not returned with the instrument to test the sealing function. The complaint could not be confirmed by failure analysis as the instrument could not be tested.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
On 27-sep-2023 the following additional information was obtained: the customer confirmed a proctectomy abdominoperineal with pouch was performed on (B)(6) 2023. The instrument was inspected prior to use and nothing out of the ordinary was observed. The issue occurred in the surgeon¿s head inside the surgeon console¿s high-resolution stereo viewer. The failure was not related to an inability to move the instrument at all. The issue occurred while the surgeon was attempting to manipulate instruments from the surgeon console the movements of the surgeon scaled appropriately to the instrument. The instrument moved in the intended direction. The timing of the instrument was appropriate. There was no shakiness and/or friction experienced/observed. There was not any instrument-to-instrument or system arm-to-arm interference. There were not any external collisions. The issue was persistent. A new vse instrument was opened to resolve the issue. Sealing was being performed when the issue occurred. The surgeon experienced insufficient sealing, not sealing properly/inadequately. The vse worked for about 45 minutes before the issue occurred. An error occurred that the vse would not seal. At the time of the event, there was a long beep when the pedal was pressed. There was a tissue effect observed during the sealing cycle. The target tissue was the mesentery. The target tissue was not under tension during the sealing/cutting process. The vessel was not greater than 7 mm in diameter. There was not any evidence of vessel calcification. The tissue was not exposed to radiation or chemotherapy prior to the procedure. The jaws did not come into contact with a clip a clip, suture, staple, or other metal objects when the reported issue was noted. The jaws were not immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. There was not any unexpected additional bleeding experienced by the patient. The instrument will be returned to isi for evaluation. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend (vse) instrument was used for a surgical task and it did not have a full range of motion and it would not seal correctly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.